Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During an implant procedure, high capture threshold resulting in a loss of capture, and failure to sense were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.